Event description:
Routine complaint investigation when a consumer reported receiving a higher blood glucose valve of 230 mg/dl on their soft-sense meter when compared to a laboratory comparison of 85 mg/dl. These values when plotted on a clarke error grid fell into the "c" zone showing that the difference is clinically significant. There was no report of death, serious injury or mistreatment associated with the event.